Event description:
It was reported that the device was unable to drain. Another device was used to complete the procedure. After the sample was received at the manufacturing site, the drain was dissected from the connector-drainbonding for evaluation under 10 x magnification and occlusion with adhesive between the drain and the connector was found.

Manufacturer narrative:
Received 1 used silicone channel drain with the tubing still attached. Visual inspection found no defects in appearance. Suction test was performed by connecting the clear tubing to a connector and to a 100 cc silicone evacuator. No suction was detected, water did not pass through the tube and drain channels. The drain was dissected from the connector-drain bonding for evaluation under 10x magnification and occlusion with adhesive between the drain and connector was found. Drain length was found to be out of specification due to the fact that the rest of the drain was not returned. It was confirmed that the reported event is a manufacturing related issue. The device history record was reviewed and found the manufacturing of this lot did not show any rejects for qa random visual inspection. (B)(4).